Manufacturer narrative:
No device deficiency was reported. The adverse event was first reported on (B)(6) 2018. Cardiofocus was made aware of the adverse event on (B)(4) 2018. Esophageal ulceration is a known adverse event associated with any cardiac ablation procedure. There is no additional information for this adverse event. If any information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 during the ablation procedure, while the posterior wall of the patient's left common pv was being ablated, the esophageal temperature briefly rose to 46c. The esophageal temperature was continuously monitored and the ablation procedure was completed. An endoscopic examination found a linear-shaped ulcer in the patient's esophagus. The patient had no symptoms. As of (B)(6) 2019, the patient has been discharged from the hospital.